Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a system error 2058 alarm (bag/fluid is under temperature) was identified in the log. The alarm occurred on (B)(6) 2015 at 15:22:13. No additional information is available.

Manufacturer narrative:
(B)(4). A system error 2058 was identified during a review of the event history log. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.